Event description:
It was reported that the implantable cardioverter defibrillator (ICD) incorrectly diagnosed ventricular tachycardia (vt) as supraventricular tachycardia (svt). Programming changes were discussed, no intervention was reported. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.